Manufacturer narrative:
The ge service representative conducted an on site investigation. The software was upgraded and the associated hardware was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system needed a software upgrade. No patient injury was reported.